Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep adjusted the mainframe power supply, and checked the workstation power supply, the printed circuit board connection, the interconnect cable, and the high voltage connections. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display a black image on the monitor during fluoroscopic s-ray. No pt injury was reported.